Event description:
A resection sheath was sent to olympus for annual maintenance. The customer did not report a complaint initially. During the device evaluation, the following reportable malfunction was identified: broken ceramic tip. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
Additional PMA/510(k): k931995 the device was returned to olympus for annual maintenance. During the inspection, the service department identified that the ceramic tip was broken. It is likely that the reported damage is most probably induced by thermo-mechanical fatigue. Additionally, the service department reported a worn o-rings. Possible causes: broken tip: the cause for the reported issue cannot be definitely determined. The most likely causes are: thermo-mechanical fatigue; wear and tear; improper handling (impact, shock); worn o-rings: the cause is very likely improper handling, in combination with wear and tear. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device. The instructions for use state: ¿4 before use: warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion; no dents; no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor the field performance of this device.